Event description:
It was reported that after an afib procedure the patient was taken to post op/recovery where it was noticed while extubating the patient that the pressure was dropping. The pressure stayed low so an echo was ordered. An anterior effusion was noted on the echo. The physician performed a pericardiocentesis and the patient is in stable condition at the time of the call. The caller states that the physician thinks that the effusion was caused by the abbott kalila sheath. The patient will stay in the ICU overnight for observation. The suspected device is the abbott/kalila medical transseptal sheath. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).